Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the fill tubing step, filling took more insulin than expected and the customer was not seeing drops of insulin exit the end of the tubing after filling with 80 units of insulin. The cartridge was changed and a new tubing was connected. However, no drops were seen after filling with an additional 80 units. The cartridge and tubing were changed again and fill tubing was able to be performed successfully with drops seen and insulin delivery was resumed. There was no impact to the customer's blood glucose level.